Event description:
The facility representative contacted baxter to report a colleague infusion pump with depleted battery alarm. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During baxter's review of the device event history, it was discovered that the depleted battery alarm caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when applying the clips intra-abdominally, the clips fell out of the device into the patient. They were retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).